Event description:
It was reported that balloon burst occurred. The patient underwent subclavian artery stenting, with right femoral artery puncture. The 90% stenosed target lesion was located in the left subclavian artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During pressurization, it was noted that the contrast medium in the pressure pump turned red and the balloon pressure did not go up. It was determined that the balloon might have burst. The balloon was removed from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597. H6 - device codes: updated.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon burst occurred. The patient underwent subclavian artery stenting, with right femoral artery puncture. The 90% stenosed target lesion was located in the left subclavian artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During pressurization, it was noted that the contrast medium in the pressure pump turned red and the balloon pressure did not go up. It was determined that the balloon might have burst. The balloon was removed from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.